Event description:
It was rpeorted that during a lap nissen procedure, the instrument broke in the middle of the active blade. Spent 20-30 minutes with the c-arm and another 30 minutes looking for the piece on the floor. 1 piece was found on the floor. No pt consequence.